Event description:
During a remote follow-up, an increase in pacing impedance and inadequate capture threshold were observed on right atrial (ra) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.